Event description:
Same case as MFR report #2134265-2008-00661. It was reported by the patient's spouse that following a coronary artery drug eluting stenting treatment procedure, adverse and allergic reactions occurred. Two unknown sized taxus express2 des implanted in unspecified lesions. The reporter states, that the patient's health care provider "continued to insert stents due to restenosis each time a stent was placed". The patient has experienced "chronic fatigue, fibromyalgia, irritable bowel syndrome, arthritic like pain, heart shocking her pain due to the taxus, ischemia requiring reopening". In addition, the patient's spouse reported, that the patient has "experienced all of the adverse reactions listed and requests that allergy testing via bloodwork be done prior to stent insertion". Repeated requests for additional information have been made; however, no information has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.